Event description:
It was reported that episode review was requested due to observed noise on the atrial and right ventricular (rv) channels which was reproduced when the patient pressed his hands together. A boston scientific technical services consultant noted oversensing on the atrial channel, which resulted in an inappropriate atrial tachycardia response (atr) episode to be stored. The consultant stated there was far-field oversensing on the shock channel and it is not uncommon to have movement artifact on the shock electrogram (egm). However, the insulation on the atrial lead could be damaged as noise it is not appropriate for a true bipolar lead to exhibit noise. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the outcome and the root cause for the reported event. No further details were available at this time. This investigation will be updated should further information be provided.